Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available,

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab. The service history review revealed no previous service events that would cause or contribute to the reported problem. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. The direct cause of the problem was undetermined. If additional relevant information is obtained, a follow-up MDR will be submitted.